Event description:
A report was received from the USA indicated that the device was alarming during pt use. It was noted that the respiratory rate displayed 46 breaths per minute (bpm). The set rate on the device was 15 bpm. The pt was transferred to another ventilator. The date of the event was not provided. No additional information was provided.

Manufacturer narrative:
Technical support engineering (tse) assisted the user facility via phone to troubleshoot the event. The issue remained. It was determined that the device has not received regular two year preventative maintenance (pm). The user facility was instructed to perform pm and calibration of the device. (B)(4).